Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0mmx30mmx143cm fg coyote nc (nc quantum apex) balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.